Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 446 mg/dl. Customer stated that he had been getting high blood glucose from past 2 days. Customer kept on getting the insulin flow block alarm even after replacing the entire infusion set system. Customer reported symptoms related to their high blood glucose like vomiting, abdominal pain, difficulty breathing and was feeling sick. Auto mode or smart guard feature active at time of high blood glucose event. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to troubleshoot for high blood glucose and proceeded to insulin flow block alarm troubleshooting. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08620 inches. Device was programmed with multiple boluses and monitored. All boluses delivered properly and were listed in the daily history. No unexpected occlusions or insulin flow blocked alarm during testing noted. Device was programmed with a test guardian link (3) transmitter and a 240 mg/dl glucose sensor simulator. Device was then programmed for auto mode. The display showed the calibrate your sensor alarm properly after completion of the auto mode warm up. Device sensor feature and the auto mode connection are working properly. No sensor related errors or anomalies were noted. No auto mode anomaly noted during testing. (B)(4).